Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. It was reported that a pericardial effusion was noticed post-procedure. The procedure started at 8 am and was completed by around noon. The patient complained of chest pain while in the hospital sometime between 4 pm to 5 pm. The pericardial effusion was confirmed with an echocardiogram and the medical intervention provided was a pericardiocentesis with 150 cc of fluid removed. The patient was reported to be in stable condition.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).